Manufacturer narrative:
One opened sample was returned for evaluation and analysis. The sample was examined using magnification and found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacture acceptance criteria. The root cause for the damaged knife cannot be determined. (B)(4).

Event description:
A customer reported during a procedure, the knife was not sharp enough to cut through the conjunctiva and the tip seemed blunt. There was no harm or injury to the patient reported.